Event description:
It was reported that while using maxzero¿ extension set the syringes disconnects from the valve. The following information was provided by the initial reporter: when nurses inject medicine via this product the syringe does not stay attached to the valve. It pops out. It often happens that the medicine syringe flies suddenly away from the valve, drops to floor and gets contaminated and they have to take new medicine syringe.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using maxzero¿ extension set the syringes disconnects from the valve. The following information was provided by the initial reporter: when nurses inject medisine via this product the syringe does not stay attached to the valve. It pops out. It often happens that the medicine syringe flies suddenly away from the valve, drops to floor and gets kontamineted and they have to take new medicine syringe.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2022-01-24 investigation summary two mz5303 product was returned for investigation, one was received in opened packaging from lot 21036586 and the other was received loose. A connecting discardit ii syringe was also received to assist the investigation. Both mz5303 products were connected to the discardit ii syringe and a secure connection was established in both instances. A pressure test revealed no sources of leakage at the connection between the mz5303 products and the syringe. A visual inspection revealed no damage or defects which could have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21036586 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the exact root cause of the customer's experience in this instance. There were no issues identified during testing of the returned product and it was not possible to identify any manufacturing defects that could have caused or contributed to the customer¿s experience. Without being able to determine the source of the leakage, it is not possible to link this complaint to previous feedback. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz5303 product.

Event description:
It was reported that while using maxzero¿ extension set the syringes disconnects from the valve. The following information was provided by the initial reporter: when nurses inject medisine via this product the syringe does not stay attached to the valve. It pops out. It often happens that the medicine syringe flies suddenly away from the valve, drops to floor and gets kontamineted and they have to take new medicine syringe.

Manufacturer narrative:
H6: investigation summary: bd received four (4) samples for investigation. The sample for lot number 0239524 was evaluated by visual examination and the indicated failure mode for illegible lot number with the incident lot was observed. Thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of illegible lot number was observed. The luer adapter IV and np shields for lot number 1081842 could not be evaluated for the indicated failure mode because the luer adapter assembly was not provided. Therefore, ten (10) retention samples were evaluated by functional testing and no defects related to insufficient flow were observed. The sample for lot number 1174667 was evaluated by visual examination for damaged or missing parts with no defects observed as the device appeared to be correctly assembled. Ten (10) retention samples were evaluated by functional testing and no defects were observed. The sample of an unknown lot was evaluated by visual examination and a side pierced sleeve was observed with leakage in the holder of the device. No retention testing could be complete as the batch number is unknown and the scope of the investigation is limited. The device history record was reviewed for the known lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure modes of illegible information and side pierced sleeve causing leakage. This complaint was unable to be confirmed for the indicated failure modes of insufficient flow and separation during use. Bd determined that the root cause of the illegible lot was attributed to insufficient mica resin ratio. Corrective actions were taken to increase the font size, decrease the print speed, and fully service the printing laser. Bd was not able to identify a root cause for the indicated failure modes of insufficient flow, separation during use, and a side pierced sleeve. H3 other text : see h10.